Event description:
It was reported that during a total knee procedure, the tibial impactor head fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.